Event description:
MFR report # 1644487-2019-00207 previously captured the lack of efficacy and the death of a patient in status epilepticus. This report was originally obtained through an article that mentioned the study where the patient's death had been reported. This article was obtained and the patient was identified and information about the circumstances of death were received. Therefore, the current report will now capture the patient's death and any further relevant information about this event. The article reported that the patient was implanted with the vns after day 14 of febrile status epilepticus due to failure of all other therapies to suppress seizures. Stimulation was escalated to 1.75 ma over 36 h and was not increased further. Conventional and rapid cycling duty cycles were tried, but no improvement was seen over 15 days of vns. Treatment of the patient was withdrawn and the patient passed away on day 29. Postmortem examination of his brain was macroscopically normal except for increased weight, likely due to edema. There was no indication that the patient's death was related to the vns. No further relevant information has been received to date.